Event description:
This system was explanted on (B)(6) 2012 because the patient chose to have it removed. The patient did not want the device anymore. There are no known complaints associated with the functionality of this device. There are no known adverse events reported for this patient. Should additional information become available, this file will be updated.